Event description:
It was reported that a patient who had received v.a.c. Therapy for two monts in 2004 continued to have a track with drainage. The physician investigated this, at the time, did not detect the presence of any retained foam. The patient moved out of state and sought medical attention there. The surgeon in the new location opened the area and found retained foam; the foam was removed and the area is now healed.

Manufacturer narrative:
We are in the process of investigating this incident in order to collect additional information and will file a supplemental report if additional information becomes available. V.a.c. Therapy labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker. Do no place foam into blind or unexplored tunnels."